Manufacturer narrative:
Analysis found the unit with an no button response due to corroded keypad traces. There was no ramping or scrolling numbers noted. The unit was tested with test keypad and no frozen display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 145 mg/dl at the time of incident. The insulin pump will be returned for analysis.